Event description:
It was reported that a pump in the facilities ccu care area alarmed for a system error 345.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was observed that the system error 345 was caused by a failed downstream sensor. Review of the device history log shows multiple system error 345 alarms. A system error 345 occurs when the temp reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive cam revolutions. The date of event is unknown.